Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90 percent stenosed target lesion was located in the severely tortuous, severely calcified mid left anterior descending coronary artery. The physician gained access to the target lesion via the radial artery and encountered significant resistance while attempting to cross the lesion with the 2.75x28mm taxus liberte stent delivery system. Flushing was maintained during the procedure and intravascular ultrasound (ivus) was used. The procedure was completed with a 2.75x28mm promus with no pt complications. The pt condition post procedure was reported to be "good". However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found stent damaged. Struts on stent rows 1 to 3 from the distal edge were slightly raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).